Event description:
It was reported that 80 days after implantation of a 3.0x24mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 99% was reported. It was not reported that the lesion was pre-dilated. A 3.0x24mm taxus stent was deployed at 14 atm in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. The vessel was reportedly non-tortuous and the lesion non-calcified. No information concerning complications was reported. It was noted that the patient "did not take plavix after leaving the hospital." The patient presented 80 days after the initial procedure with an acute myocardial infarction and a 100% in-stent thrombotic occlusion of the proximal lad. A pronto cath was used to remove thrombus from the proximal lad. " good results" were noted with "returning flow to the distal lad and no residual lesion or apparent thombus." The patient received reopro and heparin during the procedure. Complications were reported as "none." The patient's condition was reported as "satisfactory/good".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we not able determine the root cause of this event. The manufacturing records for top assembly batch #8506419 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all materials, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.